Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received the failed battery test. The customer's blood glucose level was 4.1 mmol/l. The customer also stated that the insulin pump received a pump error alarm. The customer was able to clear the pump error alarm and rewind the insulin pump. The device will not be returned for the analysis.